Manufacturer narrative:
Journal article: title: pathology of stent implantation in internal mammary artery. Journal: japanese association of cardiovascular intervention and therapeutics. Issue: 1. Ref: https://libcontent.medtronic.com:2087/10.1007/s12928-017-0504-7. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted that documented a study which aimed to determine the pathological response following stent implantation in four patients with ima grafts. One patient had a medtronic ave stent (4.0 × 15mm) implanted in the body of the lima 1 year prior to having CABG due to recurrent symptomatic cad. The patient had a fall and sustained abrasions and laceration to the arms and legs, respectively, along with bruises to the chest. Three days later, the patient complained of chest pain followed by 2 syncopal episodes. The patient presented to emergency department with hypotension and left bundle branch block, became unresponsive, and died. The cause of death was due to aortic stenosis. In autopsy, the heart revealed cardiomegaly (650 g) with concentric left ventricular hypertrophy, no gross myocardial fibrosis or necrosis. The aortic valve was moderately calcified. The native coronary circulation was right dominant and showed severe calcification in main arteries. All bypass grafts were patent. Morphometric measurements were accomplished and revealed histologic sections of the stent in lima which showed minimal neointimal formation and focal peri-strut fibrin with mild peri-strut chronic inflammation and neoangiogenesis. There was almost no underlying plaque in the ima implying perhaps the presence of spasm.